Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [product ID-delsys] (serial: [(B)(6)]). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) several attempts were made to position the leadless ipg to gain optimal readings. The physician decided to remove the leadless ipg and noticed a clot around the leadless ipg. During the various releases, the patient felt unwell but no effusion was observed. Subsequently, the physician successfully introduced the leadless ipg with good electrical measurements. Post procedure, the patient was admitted to intensive care but shortly afterward experienced a respiratory arrest. Resuscitation was performed with an echo which indicated a tamponade with pericardial effusion for cardiac perforation . Patient received surgical repair of the heart wall. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.